Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy fluid. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient began treatment with injection of vancomycin injection (1 gram, discontinued ) and meropenem injection (1gm, discontinued) for peritonitis. Dianeal therapy was ongoing. After eight days, the patient recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.